Manufacturer narrative:
It was reported that this lead was capped on 18-apr-2023.

Event description:
It was reported that oversensing was observed on this lead approx. 105 months after the implantation. The ICD therapy was turned off and the lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that this lead was capped on 18-apr-2023. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between august 8, 2022 and april 04, 2023 did not reveal any peculiarities. The provided iegm episode number 702 showed the reported artifacts on the farfield and rv channel, which led to oversensing as well as an ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.